Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of initial implant, this right ventricular (rv) lead exhibited a consistent, small amplitude ventricular signal approximately 700 milliseconds after each ventricular pace beat as observed on the electrogram. The signals were marked by the device as intrinsic ventricular beats and were noted not to coincide with any other signals on the electrogram. The oversensing of these signals resulted in pacing inhibition with asystole greater than two seconds observed. The patient was noted to be pace therapy dependent. It was indicated that the rv lead was making physical contact with an abandoned lead. In response, the rv lead was surgically repositioned with resulting appropriate sensing and diagnostic measurements. The rv lead remains in-service. There were no additional adverse patient effects.